Manufacturer narrative:
UDI: (B)(4).

Event description:
Patient being treated for ami with a spectranetics elca laser sheath, the physician reviewed the angiography and bleeding was noted. A perforation to the lcx #15 was confirmed. The patient was treated with a kaneka perfusion catheter and survived the intervention.